Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgery room manager and a nurse reported that a knife did not cut or that it cut badly during a procedure. An alternate knife had to be obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested. This is one of nine reports being filed for this facility. This report refers to one of the two events that happened on (B)(6) 2015.